Manufacturer narrative:
Device received with missing end cap sticker. Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery and displayable history crc check failed on startup alarm confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error and motor position encoder error. The customer¿s blood glucose level was 190 mg/dl and 165 mg/dl. The customer reported that they received a motor error alarm and also had motor position encoder error. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.